Manufacturer narrative:
(B)(4). D10: unknown taperloc stem; unknown recap shell 58mm. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately 18 years post implantation due to pain, infection, and metal on metal related osteolysis. The stem, head, and shell were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-03242. 300286535-2024-00392. Proposed component code: mechanical (g04)- head visual examination of the provided pictures identified what appears to be the explanted head, stem, and cup, covered in bio-debris. No further evaluation can be made from the provided picture. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed with a revision occurring approximately 18 years post implantation due to pain, infection, and metal related osteolysis. No additional information was provided. The complaint was confirmed based on the review of the provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined for the metal related osteolysis. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection, therefore no problem was found with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.